Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced an implantable cardioverter defibrillator (ICD) shock. Log files were submitted for review and captured routine events.